Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 430 mg/dl. The customer reported that the insulin pump had several instances of flow block alarm which usually happened after putting in a new infusion set as they did a bolus. The customer reported that they had difficulties disconnecting from the quick release. Customer alleged insulin pump was under delivering. The customer was tested positive for ketones test. The customer was in emergency room as a result of high blood glucose. The customer was wearing the insulin pump within 48 hours of reported high blood glucose. The reservoir and infusion set will be returned for analysis and insulin pump will not be returned for analysis.